Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 71.3 cm to 71.7cm and 69 cm to 70 cm from connector pin, which exposed the re cables. At 70.5cm from the connector pin, an insulation abrasion breaching the re cable lumen and pacing coil lumen was found. The etfe coating of one re cable was also abraded. Electrical test found current leakage between pacing coil and re cable. The damage found likely resulted in the reported stimulation.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. An insulation anomaly was visualized. The lead was explanted on (B)(6)2016. The patient was stable.